Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® whitefoam dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On (B)(6) 2016, the following information was reported to kci by the kci representative: the wound care center staff stated they were seeing a patient with a history of multiple v.a.c. Therapy placements. The staff stated that during a recent exploratory surgery of a chronic left hip wound, the surgeon found a foreign material alleged to be a piece of encapsulated v.a.c. Whitefoam dressing, measuring approximately 13 centimeters in length. The following information was identified by kci after completing a review of the surgeon's operation report and the kci medical questionnaire received from the surgeon on mar 29 2016: the patient requested exploration of a chronic non-healing left hip wound due to a need for a right hip replacement. On (B)(6) 2016, the patient underwent a surgical procedure for incisional debridement of the left hip with removal of a retained foreign body alleged to be a piece of encapsulated v.a.c. Whitefoam dressing. The patient is currently pending wound closure. The physician indicated that use error may have caused the event. The v.a.c. Whitefoam dressing lot number is not available, therefore a device history review could not be performed.